Event description:
Related manufacturer reference number 1627487-2023-03267. It was reported that patient experienced infective therapy. The lead had migrated through an unlocked anchor. As a result, surgical intervention was undertaken wherein the lead anchor were explanted and replaced. Effective therapy was restored post operatively. Investigation unable to determine the lead and anchor attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), lot: 8372977 scs anchor, model: 1192, UDI: (B)(4), lot: 8189980. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.